Event description:
Richard wolf medical instrument corp (rwmic) was notified by one of its sales representatives that during a procedure, the device in question sparked and/or started on fire. No injury to pt or staff was reported. Cable discarded and not available for investigation.

Manufacturer narrative:
An investigation has not been completed, actual device was discarded with no photos taken. A request for additional info has been submitted to facility, no response as of 03/30/2015. Richard wolf medical instruments corp considers this matter closed. However, in the event we receive additional info, we will provide MFR with follow-up info.